Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [1016664] was not found for the reported catalog # [2000e7d]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the 7-day ll vlv adpt (stand alone) connector. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood is leaking through the smarsite connector."

Event description:
It was reported that blood leaked from the 7-day ll vlv adpt(stand alone) connector. The following information was provided by the initial reporter, translated from spanish to english: "blood is leaking through the smarsite connector."

Manufacturer narrative:
H6: investigation summary: the customer reported a blood leak at the smart site and returned a video of the incident. The video clearly shows the blood leak and the complaint is verified. Without the physical sample, an investigation was not conducted and the root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.